Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The initial sodium result was 119 mmol/l (<120 mmol/l is critical), repeated 143 mmol/l. The customer sent out a corrected report for sodium. The customer also indicated that an instrument error message (aspiration error 3460) occurred at the time the critical result was generated. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr checked the instrument and found a cracked cuvette. The fsr replaced the alnty c-series cuvette which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors to the current complaint. There have been no further occurrences of discrepant patient results reported by the customer since the current complaint. A review of tracking and trending did not reveal any trends for the alinity c processing module or the alnty c-series cuvette. Additionally, labeling was reviewed and found to be adequate. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the alnty c-series cuvette (ln 04s47-01). Based on the investigation, no systemic issue or deficiency was identified.